Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that access tip has a hole. Verbatim: just got another defective plurex kit. White tip has a hole in it. This makes number 4. I think we would like you to send us 4 replacement kits. My mom's name is (B)(6) dob (B)(6) 1935. Her address is /omit/.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that there is a hole in the access tip therefore, the reported failure mode was confirmed. The bottle cannot be seen in the picture; therefore, it cannot be confirmed whether the bottle was used. The photo displays the product label, confirming the reported product. A review of the internal manufacturing device records and raw material history files for reported lots 0001410299 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified the defect can be produced due to pins in the access dilator mold becoming bent during production. Improvements are in the process of being implemented to ensure that repairs and maintenance orders are in alignment with established documentation processes, allowing for robust verification of the condition of the mold. Actions have been taken to assess and replace bent pins within the mold for the access dilator. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration

Event description:
It was reported that access tip has a hole. Verbatim: just got another defective plurex kit. White tip has a hole in it. This makes number 4. I think we would like you to send us 4 replacement kits. My mom's name is (B)(6) dob (B)(6). Her address is /omit/.